Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the customer reported the device was broken. The repair technician reported the device missing pin. Missing parts is the reason for repair. The cause of the issue is missing parts. The following parts were replaced: chuck pin. The item was repaired per the inspection sheet, passed synthes final inspection on 27-jan-2020 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 351.16j. Lot: 9832514. Manufacturing site: bettlach. Release to warehouse date: 22.march 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing department (spd), two (2) flexible shaft connector for use with hand drill was found broken. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) flexible shaft connector for use with hand drill. This report is 1 of 2 for (B)(4).